Event description:
Facility tech reported pt receiving hemodialysis on the 1550 device. Healthcare professional reported to facility tech that the pt completed treatment and weight removed was slightly over the goal weight to be removed. No adverse signs or symptoms were exhibited by pt. There was no pt injury or medical intervention.